Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was not sure why the extended bolus did not fully delivered. Tandem technical support reviewed the pump t:connect logs and found that the insulin delivery was stopped by the user. The contact acknowledged. The customer's blood glucose (bg) level was 250 mg/dl and a bolus was delivered via the pump to address the bg level.